Event description:
It was reported by service report that the fowler gas cylinders were spongy and leaking fluid. The fowler was drifting slightly. No pt involvement or adverse consequences were reported.